Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was not missing but partially separated. The fragment reported in the event was not returned. The proximal side of the tissue pad was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has been warned in the instruction manual as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, the subject device was used. In the end of the procedure, spark occurred at the distal end of the subject device. Carbonized material that looked like tissue pad fell inside the patient. The fragment was retrieved. The procedure was completed with another device. There was no patient injury reported. On (B)(6) 2019, olympus medical systems corp. (Omsc) found that the tissue pad was not missing but partially separated. This is the report regarding the separation of the tissue pad.